Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set failed to retract the needles. This occurred approximately with 8- 10 needles. No patient impact was reported. The following information was provided by the initial reporter: customer reports between 8-10 needles from lot#: 3061860 failed to retract the needles during blood collection. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Manufacturer narrative:
D2b: medical device type: jka, fpa. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material #: 367364, lot/batch #: 3061860. Bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing, each having their safety feature activated, and the issue relating to unable to retract was observed in 2 of the retention samples. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode unable to retract. Bd determined that the root cause of the indicated failure mode was attributed to an incorrectly sized bolt installed in the manufacturing process, contributing to damage that affects retraction. This bolt was replaced with the appropriate part.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set failed to retract the needles. This occurred approximately with 8- 10 needles. No patient impact was reported. The following information was provided by the initial reporter: customer reports between 8-10 needles from lot#: 3061860 failed to retract the needles during blood collection. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.